Event description:
Baxter sales rep received report from customer on this set. Customer reported an incident where a leak occurred at the junction of tubing and the micro-bore on this set. Pediatric patient was receiving an antibiotic when this event occurred. No patient injury or medical intervention has been reproted at this time. No additional patient information is available at this time.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed. Similar incidents have been reported for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.